Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The settings on the insulin pump were adjusted and the customer was sent home. The customer was subsequently hospitalized due to hypoglycemia. The customer's blood glucose reading was 40 mg/dl at the time of the event. Troubleshooting was performed, and the high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.